Event description:
The customer reported that the system displayed "turn workstation off" and "corrupted images" error messages. These rendered the system unusable. There is no reports of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.